Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 581 mg/dl. Customer stated that her blood glucose has been high all day. Customer stated she changed her set and they remained high. Customer tested to make sure her insulin was being delivered, but none came off. Customer stated they experienced thirst with frequent urination. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with injection. Customer does not alleged insulin pump was under delivering. Customer declined to check their settings. Customer did a 5 units fill cannula and stated no insulin came out of the insulin pump. Customer did not use a sensor. The insulin pump will be and reservoir will not be returned for analysis.